Event description:
It was reported that during implant, the lv lead capture thresholds were normal. When it was inserted into the device header, no capture could be established on a particular lv pacing vector. Lead was removed and cleaned, and the header port was syringed. This did not resolve the capture issue. The issue was resolved with a different lv pacing vector. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.